Manufacturer narrative:
The report of power elevations, pump stoppages, and pump thrombus was confirmed based on the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found depositions of denatured blood in the inlet elbow, inlet stator, outlet stator, outlet elbow, and around the rotor. The distal end of the rotor showed contact marks due to rubbing against the deposition during pump operation. The depositions would have caused increased rotor drag, resulting in the reported power elevations and could potentially result in cessation of the motor. All of the observed depositions appeared consistent with poor surface washing resulting from an interruption in flow. The evaluation could not conclusively determine the cause of the flow interruption. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4)

Event description:
Information was received from the (B)(6) registry stating: significant power spike with a symptom of abd pain. Heparin bolus was given by the ccu team. Our lvad team interrogated the lvad history and found out multiple short-period pump stoppage. After the multidisciplinary discussion, we decided to take the patient to the or for an emergent device exchange. Surgical consent was obtained. When we started the process for the emergent surgery, his lvad suddenly stopped completely in the ccu. Dobutamine was already started to support his heart. We rushed to the or. Device was exchanged.

Manufacturer narrative:
Age of device: 1 year and 11 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to diabetic ketoacidosis and was noted to have a significant elevation in pump power with abdominal pain. A heparin bolus was given to the patient. The patient¿s lactose dehydrogenase level was stable. The lvad history was interrogated and revealed low pulsatility index events and two pump stoppages. A log file was submitted to the manufacturer for review, which confirmed the low speed/low flow/pump off events. There was concern for pump thrombosis and a decision was made by the hospital to emergently exchange the patient¿s pump. When the hospital started the process for surgery, the lvad suddenly stopped completely. Dobutamine was already started to support the patient¿s heart. Upon explant, a large thrombus that filled the device body (acute on chronic thrombus), inflow cannula (acute on chronic), and part of outflow graft (mostly acute) was noted.